Event description:
B/braun empty evacuated container 250ml (#(B)(4)) has a labeling error on it. The volume scale is printed incorrectly. If the container is filled, the volume is correct when the bottle is sitting on its based. When it's inverted, the scale doesn't read correctly because it's printed in reverse order. As the infusion continues, the meniscus for the solution falls but the numbers on the volume scale are increasing rather than decreasing (it's counting up rather than counting down). There is the potential for infusion errors. Dates of use: (B)(6) 2010.